Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the implantable pulse generator (ipg) the implant detect feature did not complete. It was also reported that the right ventricular (rv) lead exhibited low impedance which inhibited the implantable pulse generator (ipg) from completing implant detect. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.